Event description:
Surgeon complained that 4.5mm cannulated screw partially threaded/64mm threads peeled during insertion. Surgeon had to make second incision to remove remnants. One small piece remains in patient and could not be retrieved.

Event description:
Screw was being inserted over a guide wire and encountered sclerotic bone at the fractue site. Threads peeled through the side of the bone into soft tissue.